Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was doing an l4-s1 revision surgery. The surgeon was attempting to insert an 8.0 x 50 cortical fix screw when the screwdriver tip broke off in the screw. The attempt was made to back the screw but with a short rod and set screw to helicopter the screw out. This resulted in the screw head breaking off the screw shank. The surgeon then had to dig around the screw shank until a removal tool could be placed over it and remove the screw. The screw was removed and a 9.0 x 50 screw was inserted. The construct was completed with no other issues.

Manufacturer narrative:
(B)(4). The expedium quick connect single innie polyaxial screwdriver (product code: 2797-12-400, lot number: mi29193) and the 5.5 ti 8x50mm cortical fix screw (product code: 1867-31-850, lot number: tbdai) were returned to the complaints handling unit (chu). The cortical fix screw was found separated into two different pieces. The tulip head had separated from the screw shank. The tulip head was found in good condition and the saddle was found in the correct place. However, the flex ball was completely missing. Also, the threads on the upper half of the screw shank were completely flattened. These threads may have been crushed while attempting to remove the screw shank. An unexpectedly high amount of force may have been placed on this screw while using a screw remover to extract it from the bone. A driver tip believed to be from the returned driver was found broken off into the screw head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the cortical fix screw disassembling cannot be determined from the information and the sample returned. However, a potential cause is an unanticipated high amount of force being applied to the screw during removal, resulting in the screw head being forced though the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.